Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer also reported using their cartridge for four days. Tandem customer technical support informed customer that is off-label per the user guide. Customer declined system check with tandem technical support. Customer's blood glucose was 487 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer also reported using their cartridge for four days. Tandem customer technical support informed customer that is off-label per the user guide. Customer declined system check with tandem technical support. Customer's blood glucose was 487 mg/dl. Customer reverted to manual insulin therapy.